Event description:
Caller reported potential false negative hcg results on the one step+ hcg urine cassette test. There was no reported adverse pt sequela. There was no comparative testing or pt information provided.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not been received. Investigation pending.